Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as voluntary medwatch/maude report #: mw5073964. It was reported that guide wire coating detachment occurred. The patient presented with intermittent claudication in both lower extremities. A 300cm v-14¿ controlwire® was being used for a lower extremity arteriogram to treat a chronic total occlusion of the popliteal artery. The wire was used in conjunction with an introducer sheath and glide catheter. The wire was introduced through the occlusion, however it could not be advanced passed the curvature of the anatomy. It was noted that a radiopaque material was left in the proximal portion of the occluded artery. Further studies showed the wire was intact, but the possibility of coating detachment cannot be excluded. The material was approximately 2cm and did not occlude any flow. The wire was subsequently attempted to be passed through into the dorsalis pedis, then to the plantar artery. The wire was only able to advance to the proximal portion of the plantar artery and was difficult to advance any further. No further attempt was made and the procedure was concluded.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the wire tip fragment remains in the popliteal artery and is embedded in the occlusion. The patient does not show any complications or symptoms as a result of this event.